Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d implanted: (B)(6) 2019, 9520bc monitor implanted: (B)(6) 2005, 4328a-58cl lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was suspected to only be capturing intermittently. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported the lv lead had ongoing inconsistent capture. The patient reported bilateral lower extremity swelling and shortness of breath with exertion for a couple months. The physician recommended the patient increase their diuretic. The patient indicated they saw a different physician who had prescribed the diuretics. Approximately three weeks later, the patient was hospitalized for acute on chronic congestive heart failure. A chest x-ray revealed pulmonary edema and a moderate right pleural effusion. An electrocardiogram (ECG) showed first degree atrioventricular block and left bundle branch block. An echocardiogram showed mitral and tricuspid regurgitation, ejection fraction 15% and severe left ventricle and right ventricle dilation. The lead remains in use; however, a left bundle branch pacing lead was added. The patient diuretic medication was adjusted. No further patient complications have been reported as a result of this event. The patient is a participant in a clinical study.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected: date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was performed to change the device to a different pacing mode and cardiac resynchronization therapy (crt) pacing was turned off.